Manufacturer narrative:
Device evaluation is not necessary as the wound dehiscence is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a couple of weeks following implant, the patient presented with dehiscence of the generator implant site. Per the physician, the wound dehiscence is due to patient manipulation, as the patient is developmentally delayed and had been picking at the incision site. The patient was placed on antibiotics and will continue to be monitored. Device history record was reviewed for both the generator and the lead. Both devices were sterilized prior to distribution, and no unresolved nonconformance's were found for either device prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No known surgical intervention has occurred to date. No additional relevant information has been received to date.